Event description:
It was reported that the customer was in the hospital and his blood glucose level was over 700 mg/dl. Customer was trying to connect back to the pump, but the battery was out of the pump and he received a batt out limit alarm. Customer was in the hospital due to high blood glucose levels. Customer's current blood glucose level was 279 mg/dl. Customer had an IV drip and stated that the alarm occurred after the battery change. Pump was alarming at the time of the call. Customer was assisted with the batt out limit alarm. Customer's doctor came on the line and stated that the customer was in the hospital due to bronchitis and that the reason for the high blood glucose level was due to his illness. Doctor stated that the issue was not with the pump. Doctor also stated that wanted the customer back on the pump today and will monitor it so that he can make changes if necessary. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.